Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline pushwire delivery broke at the tip after deployment. There was no harm to the patient, and the wire broke after it was in the phenom 27 catheter.